Event description:
It was reported that the patient presented to the emergency room complaining of -heart failure symptoms-. A chest x-ray revealed the lead had dislodged and was scheduled for repositioning. During attempt to reposition the lead, the physician -felt as if something broke- and decided to explant the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.